Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for device change-out, externalized conductors were observed on the lead upon fluoroscopy. No electrical anomalies were noted. Physician did plan to replace the lead but the patient was occluded, so the physician decided to monitor the patient. The patient was stable after the procedure.